Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample, therefore, the root cause was undetermined.

Event description:
The customer contacted baxter's technical service center (tsc) the home patient (hp) wanted to end therapy in fill 1 due to air bubbles in the patient line. The baxter technical service representative (tsr) assisted the home patient (hp) with end of therapy early procedure. The hp would start over with new supplies per peritoneal dialysis registered nurse's (pdrn) instruction. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted home patient (hp) on (B)(4) 2011 regarding the report of air in the line. The hp reported that the issue was resolved, but she did not know the cause of the alarm. Per hp, there were no loose connections, (unintentional) disconnections or defects on the supplies. The hp stated that she discussed the alarm with his nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. Should additional information become available a follow-up report will be filed.